Manufacturer narrative:
This is one of one initial report for this complaint (B)(4). Gtin unavailable, product made prior to compliance date; (B)(4). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. A review of the device history records has been requested.

Event description:
As reported by a health care professional, during a coil embolization procedure the orbit complex fill coil (638cf0510/16047631) could not be shaped. The coil was withdrawn from the patient and was found to be stretched but still attached to the delivery system. A new coil was used to complete the procedure. There was no resistance during the advancement of the complaint coil through the microcatheter. An adequate flush was maintained through the microcatheter at all times and the same microcatheter was used throughout the procedure. There were no patient injuries or intraoperative complications. There were no additional interventions required due to the reported event. No further details or information available regarding this event the product is available for analysis.

Manufacturer narrative:
This is one of one final MDR report for this complaint. A non-sterile orbit complex fill 5x10 tdl was received coiled inside a plastic bag. The hypotube was inspected and was found kinked at 64cm from the proximal end, was also found broken at 162cm from the proximal end of hub. The introducer was received unzipped without damage, but blood residues were observed on the inside. A part of the support coil was found outside of the introducer at the proximal end; the gripper and the embolic coil were inside the introducer. The gripper and the embolic coil were inspected under microscope; no damages were noted on the gripper however the embolic coil was found stretched as well as the edges of the broken section showed evidence that it was elongated or kinked before it was broken. The failure reported by the customer as ¿coil - positioning difficulty¿ could not be evaluated. It appears that the condition of the embolic coil (stretched) could be impacted due to this failure. The stretched condition of the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. The failure reported by the customer as ¿coil - unraveled/stretched¿ was confirmed. The cause of the stretched condition noted on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. The damages noted on the received device were apparently caused by application of excessive force. Neither the device history review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. Additional controls are in place at the final assembly and packaging processes to detect these kinds of issues; handling and procedural factors could have contributed to this condition. No corrective or preventive actions will be taken. A review of the manufacturing documentation associated with this lot 16047631 presented no issues during the manufacturing process that can be related to the reported complaint. The complaint of positioning difficulty experienced by the customer with the orbit complex fill coil could not be evaluated; however the complaint of coil being stretched was confirmed. The cause of the stretched condition noted on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. Neither the device history review nor the product analysis suggests that the failures experienced by the customer are related to the manufacturing process. Therefore, no corrective actions will be taken at this time. (B)(4).